Manufacturer narrative:
Correction to h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for central regurgitation was unable to be confirmed due to unavailability of imagery, medical records or device. A review of the device history report and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, no abnormalities were reported during device unpacking or preparation. There are multiples factors that could be present during the intervention such as malposition of the valve, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone) or leaflet impingement due to guidewire that could contributed to the reported central regurgitation. However, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported, a 23mm sapien 3 ultra transcatheter heart valve implantation procedure was performed. Following valve deployment, a significant intravalvular leak was observed. The physician attempted post-dilation, but the leak remained substantial. Consequently, the physician decided to implant a second valve (26mm) slightly lower than the first and performed post-dilation. The final result was satisfactory, with no residual leak.